Event description:
It was reported that a foreign particle was found in the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.30 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.